Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Event description:
Issue reported: the clinicians had to apply what they felt was excessive force to thread the catheter through the needle. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the clinicians had to apply what they felt was excessive force to thread the catheter through the needle. There was no reported patient injury.